Event description:
The patient was on the ventilator and the vent had a "critical circuit leak" error message and alarm. The respiratory therapist involved attempted to troubleshoot the problem and did not find any problem. They replaced the entire ventilator circuit and the problem continued. Since this did not correct the problem the patient was removed from the ventilator and placed on a different one. There was no harm to the patient. This has occurred a total of five times with two separate machines.